Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a journal article was received indicating a twenty-seven patients underwent re-entrant atrial tachycardia ablation using rhythmia navigation system and a intellanav mifi open irrigated catheters between june 2016 and june 2019. Of the 27 procedures performed the following complications: two patients had procedural complications; in both cases, it was heart failure due to volume overload after a long procedure (302 and 330 min), which prolonged hospitalization 1 and 2 days, respectively. No other complications appeared. Franco e, lozano granero c, matia r, hernandez-madrid a, sanchez I, zamorano jl, moreno j. High-density mapping with fragmentation analysis in patients with reentrant atrial tachycardias (map-flurhy study). J interv card electrophysiol. 2021 jun 16.